Manufacturer narrative:
Initial reporter corrected. The device involved in this MDR report is not included in any recall reported to FDA.

Event description:
Reportedly, the device was prophylactically replaced on (B)(6) 2018, as advised in the field safety notice on platinium devices issued in july 2018. Preliminary analysis did not reveal any device malfunction.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the device was prophylactically replaced on (B)(6) 2018, as advised in the field safety notice on platinium devices issued in (B)(6) 2018. Preliminary analysis did not reveal any device malfunction.

Event description:
Reportedly, the device was prophylactically replaced on (B)(6) 2018, as advised in the field safety notice on platinium devices issued in july 2018. Preliminary analysis did not reveal any device malfunction.